Event description:
Information received indicates the casters will rotate side to side after the brake is set.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the stretcher.